Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
Occupation was lay user/patient the suspect product was requested to be returned for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could impact the interpretation of results. After replacing the batteries, the customer found there were missing segments on the screen. A display check was performed and the meter showed "000" instead of "888" and the vertical lines on the upper halves of the numbers were missing.